Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced vio dv 2.0 integrated electro surgical unit due to the c-00 and m-02 errors found in the logs. The vio dv 2.0 integrated electro surgical unit was returned for failure analysis and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit front bezel was not cracked. The erbe was in good condition.

Event description:
It was reported that during a da vinci-assisted oophorectomy surgical procedure, customer reported error message m-02 monopolar was not working on erbe. The technical service engineer (tse) reviewed errors in erbe and stated erbe logs indicate m-02 and c-00. The procedure was completed with no reported injury.